Manufacturer narrative:
The pump was returned to animas for eval. The keypad was found to be intact; no peeling or lifting was observed. During investigation it was found that the buttons required excessive force to activate a response. During investigation it was also observed that the buttons did not always spring back when pressed.

Event description:
It was reported that the buttons are sticking when pressed. It was reported that the keypad is not peeling and the pt does not expose the pump to water.